Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. The product code of this device used in this situation is unknown; therefore, a us 510k number cannot be provided. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of an unknown set in which there was a backflow that occurred. An unknown secondary bag had 500 ml of vancomycin, and approximately 100 ml went into an unknown primary bag while administering from an unknown secondary set. The check valve seemed to be upside down. This condition occurred during an infusion. There was no patient injury or medical intervention reported. No additional information is available.